Event description:
Per the clinic, the patient experienced poor device performance and poor sound quality with the internal device (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. Susbequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.